Event description:
It was reported that a vena cava filter was removed successfully, however, two components were detached. It is not known if this was an incidental find or if the pt was symptomatic. One component was retrieved, but the other one remains in the pt and has embolized to the lung. Additional info has been requested from the physician and contact. No reported injury to the pt.

Manufacturer narrative:
The sample has been returned; however, eval has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause is unknown. The current info for use (IFU) for this device states: potential complications: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.